Manufacturer narrative:
Correspondence from the physician, dated 06/11/1997, states that she has written a letter to each pt in whom a catheter was implanted to advise that the facility has experienced a few incidents of catheters fracturing but also provided them with the info given to her from the MFR sales rep and advised them that the MFR had informed her that there was no reason to remove these catheters at this time. The physician also requests that if, as a result of the info provided in the MFR's letter, dated 05/30/1997, the MFR's advice in this regard has changed to please let her know immediately. On 06/17/1997, the enclosed medwatch report (1289651001-1997-0001) was rec'd. The report states that during removal of the device, physician discovered it was broken into two pieces. One piece was removed and pt was transferred to another hosp in order to remove the second piece. At this time the MFR is currently investigating the trend in the catheter shear incidence rate to identify the cause/factors which may have contributed to what appears to be an increased catheter shear incidence rate. No further info is available at this time. Under section h1. Type or reportable event was incorrectly reported as a death. The correct type of reportable event is serious injury.

Event description:
On 2/18/97, the physician's nurse contacted a MFR rep and reported that the physician has experienced three device catheter shear incidents. This report investigates the third incident. The physician's nurse did not have any details surrounding any of the three incidents. The MFR's address was provided so that a letter could be sent from the physician regarding these incidents.